Manufacturer narrative:
A device explantation procedure has been scheduled at a later date during which the entire system will be explanted. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The system was explanted and this device is not expected to be returned. No further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) went to the hospital after it was discovered there was a hole in skin at the pocket location. Testing is currently being performed to see if this patient has developed an infection as a result. No other adverse patient effects were reported.